Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during preparation for use for an unspecified procedure, the subject device was observed as having a slice in the outer sheathing. There were no reports of patient harm.

Manufacturer narrative:
Update: d8: no, h3: yes. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found no additional findings. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, that during preparation for use, for an unspecified procedure. The subject device was observed, as having a slice in the outer sheathing. There were no reports of patient harm.